Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7076340. Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7076897.

Event description:
It was reported that the clinical study patient experienced inadequate pain relief. The patient underwent a procedure where the spinal cord stimulation (scs) system was explanted.